Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on-site and the nozzle units were replaced which resolved the issue. No log files has been provided and no parts was returned for technical investigation. The root cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).